Manufacturer narrative:
There was no patient involvement. Therefore, patient information is not applicable. During an evaluation of a product complaint for another issue, a precision bipolar device was sent to a supplier for additional evaluation. The jaw of the device broke during transport to the supplier. Although standard device packing was not in use, a decision was made to report this failure.

Event description:
During an evaluation of a product complaint for another issue, a precision bipolar device was sent to a supplier for additional evaluation. The jaw of the device broke during transport to the supplier. Although standard device packaging was not in use, a decision was made to report this failure.